Manufacturer narrative:
Market corrected sn to (B)(4).

Manufacturer narrative:
Clarification of serial number has been requested and will be provided with a follow up report once clarification is received.

Event description:
It has been reported that the device is failing self-test.